Event description:
Customer called to report a hospitalization due to high blood glucose. Customer experienced ketones and thirsty. Customer's blood glucose reading at the time of the event was over 600 mg/dl. Diagnosed with diabetic ketoacidosis. Customer was treated with insulin drip. Customer also mentioned a second visit to hospital the following day. Customer was released that evening. Customer is now on manual injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.